Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed multiple pump reboots. Additional pump reboots associated with cartridge changes were also observed. During a visual inspection of the pump, the battery compartment was observed to be cracks and the battery cap threads were damaged. The battery cap was not able to be tightened securely to the pump. The pump was exercised for 24 hours with no power interruption or alarms occurring. The pump case was removed, and there was evidence of moisture ingress found inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that there was no power to the pump. Additionally, the battery compartment was reported to be cracked and the battery cap was not able to tighten securely to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.